Event description:
2 hours into a laparoscopic low anterior resection procedure, the device was not functioning well. When examined, it was noticed that the last 3mm of the active blade was missing. The missing tip was discovered on the floor. Another device was opened to complete the procedure. There was no reported pt consequence.